Manufacturer narrative:
Verified; found pins 4 & 5 of connector cn2 on sys control board dislodged from housing. Unit had been dropped; upper and lower cases were broken. Replaced cn2 jumper cable and lower case; repaired upper case. Unit functions correctly.